Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that in-stent restenosis and claudication occurred. The subject was enrolled in the (B)(6) study (B)(6) 2019 and the index procedure was performed on the same day. Th target lesion was located in right distal superficial femoral artery (sfa) involving proximal popliteal artery (ppa) with 100% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 100 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with dual antiplatelet therapy. On (B)(6) 2020, the subject visited site as an outpatient with the symptoms of calf pain after walking for a short distance along with claudication in right calf. There was presence of re-stenosis in the stent. Duplex ultrasound was performed that revealed triphasic outflow from the right pelvis with clear femoral bifurcation and normal common femoral artery along with continuous worsening of the flow profile in the stent and a low-monophasic flow seen in popliteal artery. On (B)(6) 2020, the 80% stenosis in the right distal sfa, which was a 5 mm length lesion with diameter of 5 mm, was treated using a 5mm x 120mm non-bsc paclitaxel coated balloon. Post procedure revealed 0% residual stenosis. A long term aspirin therapy at dose of 100mg/day and a dual platelet aggregation inhibitor along with prasugrel was prescribed for 6 months due to the re-intervention performed. On (B)(6) 2020, the event was considered to be recovered/resolved and the subject was discharged on (B)(6) 2020, on dual antiplatelet medication along with prasugrel.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Eminent clinical study it was reported that in-stent restenosis and claudication occurred. The subject was enrolled in the eminent clinical study (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in right distal superficial femoral artery (sfa) involving proximal popliteal artery (ppa) with 100% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of the 6 mm x 100 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged with dual antiplatelet therapy. On (B)(6) 2020, the subject visited site as an outpatient with the symptoms of calf pain after walking for a short distance along with claudication in right calf. There was presence of re-stenosis in the stent. Duplex ultrasound was performed that revealed triphasic outflow from the right pelvis with clear femoral bifurcation and normal common femoral artery along with continuous worsening of the flow profile in the stent and a low-monophasic flow seen in popliteal artery. On (B)(6) 2020, the 80% stenosis in the right distal sfa, which was a 5 mm length lesion with diameter of 5 mm, was treated using a 5mm x 120mm non-bsc paclitaxel coated balloon. Post procedure revealed 0% residual stenosis. A long term aspirin therapy at dose of 100mg/day and a dual platelet aggregation inhibitor along with prasugrel was prescribed for 6 months due to the re-intervention performed. On (B)(6) 2020, the event was considered to be recovered/resolved and the subject was discharged on (B)(6) 2020, on dual antiplatelet medication along with prasugrel. It was further reported that on (B)(6) 2020, the subject visited as an outpatient with the symptoms of calf pain after walking for a short distance which then would stretch up further proximally to the upper leg. Further physical examination revealed pressure pain at the lateral and medial upper leg without clinical correlation. The inguinal pulses were noted to be strongly palpable. On (B)(6) 2020, angiography analysis by core lab at distal sfa and ppa revealed patent outflow. In-stent restenosis pattern remains diffused with absence of aneurysm and thrombus.